Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The functional testing could not be completed due to the unresponsive buttons. The insulin pump had minor scratches on the display window, a scratched case, cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube, broken reservoir tube lip, and a cracked display window. The drive support disk was inspected and no anomaly was noted.

Event description:
It was reported that the customer received a compromised force sensor system alarm from his/her insulin pump. The customer's blood glucose levels are unknown. Standard troubleshooting was performed. The customer stated the insulin pump's drive support cap was protruding. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)